Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Upon conclusion of the investigation, the cause of the issue was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:41:23. During night drain cycle six, the patient's ultrafiltration reading was 745ml, indicating the home patient drained 745ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.